Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately four (4) months post initial procedure, the patient was admitted to the hospital due to a clot in the aorta. The physician elected to treat the patient by de-clotting the aorta and the patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The clot (within the graft causing the total occlusion) in the aorta, secondary endovascular procedure (thrombectomy) complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported being stable. The contributing factors for the occlusion (aorta) was most likely the off label - absence of an aortic aneurysm and pre-existing intra mural thrombus observed at the pre-CT study. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name has been updated h6: patient code: remove code 3191 h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.